Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that when the healthcare professional (hcp) went to move the implantable neurostimulator (ins) to a new location they realized the ins was corroded. It was stated that the patient only had it in for 4 years. It was reported that the patient had ¿problems the whole time.¿ it was noted that the ins was replaced.

Event description:
Additional information received about 2.5 weeks later reported that the patient no longer had concerns with her device or therapy. It was noted that the patient did not have a managing physician for her ins.